Event description:
The service report shows that while performing service to the ventilator for a issue unrelated to this issue, the mallinkrodt customer support engineer (cse) found that the audio alarm functioned intermittently. The cse replaced the alarm assembly. The unit passed extended self testing, and no parts were replaced. The customer was notified and reported that they had not experienced any alarm malfunctions. It is not verified that the ventilator would have malfunction. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.